Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 64 mg/dl. The customer was instructed to reset the pump to resolve the issue.